Event description:
After completion of scheduled outpatient ercp, the plastic cap (olympus single use distal cover) of the ercp scope was missing. Provider notified, went back into pt's mouth / esophagus. Plastic tip located and removed. No pt injury. Entire box with same lot number removed from use.

Event description:
After completion of scheduled outpatient ercp, the plastic cap (olympus single use distal cover) of the ercp scope was missing. Provider notified, went back into pt's mouth / esophagus. Plastic tip located and removed. No pt injury. Entire box with same lot number removed from use.